Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 30 mg/dl. Troubleshooting found that the customer treated with an IV and was hospitalized. Troubleshooting also assisted customer with basal settings and no further assistance was necessary.